Event description:
Reporter indicated that the pt went to the emergency room after experiencing cardiac arrest, and subsequently died. The death certificate listed the immediate cause of death as cardiac arrhythmia, due to (or as a consequence of) hypoxia, due to (or as a consequence of) recurrent seizures. The manner of death was listed as natural. An autopsy was not performed. Further follow-up revealed that the pt's family memberr did not want the device explanted prior to burial. There is no evidence that the vns therapy system caused or contributed to the pt's death. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.